Event description:
The patient developed a pocket infection three weeks post implant. It was removed with no replacement. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).